Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred after an infusion site change. The customer's blood glucose level was 240mg/dl. Reportedly, a cartridge change was performed to address the issue.